Manufacturer narrative:
(B)(4). Date sent: 4/7/2020. D4: batch #t5ew0n. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with two gst45b reloads present. The reloads were received unfired. The device was tested for functionality in the straight position with the returned cartridges and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/7/2020.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a procedure for the esophagus, the cartridge came off and fell off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.